Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was revised due to pain. (Right).

Manufacturer narrative:
After the initial report it was determined that there was complaint stated against this device. The revision surgery occurred due to cup loosening. Updated description below: allegedly pt, has pain. Dr. (B)(6) couldn't see apparent reason for the pain. Ion test was normal. Surgery was done and all soft tissues looked good. No signs of mom. Out of the cup and only inferior growth was on cup. Replaced cup with stryker dual mobility. Left stem and neck in and only replaced the head. Additional information received from litigation on 08/23/2017. Allegedly the patient was revised due to pain and cup loosening (right)invoice located and added neck sleeve.

Event description:
Allegedly pt, has pain. Dr. (B)(6) couldn't see apparent reason for the pain. Ion test was normal. Surgery was done and all soft tissues looked good. No signs of mom. Out of the cup and only inferior growth was on cup. Replaced cup with stryker dual mobility.left stem and neck in and only replaced the head. Additional information received from litigation on 08/23/2017. Allegedly the patient was revised due to pain and cup loosening (right)invoice located and added neck sleeve.